Event description:
It was reported that this patient with a bioprosthetic pericardial mitral valve, implanted for eight (8) years, and nine (9) months, underwent a valve-in-valve procedure due to stenosis. The tmvr was performed with an edwards transcatheter valve. Tee demonstrated a mean gradient <5 mmhg and normal leaflet function with no pvl. The procedure was successful. The patient was transferred to pacu. The patient was discharged home pod #1.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial mitral valve, implanted for eight (8) years, and nine (9) months, underwent a valve-in-valve procedure due to stenosis. The tmvr was performed with an edwards transcatheter valve. The patient outcome reported as "very good." No additional information provided.